Event description:
It was reported that during the renal angioplasty treatment procedure, difficulty was experienced deflating the talon balloon dilatation catheter. The balloon was eventually deflated and the procedure was completed successfully. No pt injuries or complications were reported. The pt's status was reported as 'fine'.